Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the implant area "feels bruised" and the device had moved within the body. The icm remains in use. No further patient complications have been reported as a result of this event.